Event description:
On 10/15/96, the facility nurse contacted a MFR nurse and reported that she manages twenty pts with vascular access devices and seldom gets a blood a return. The facility nurse reported that on 10/13/96, fluid was noted around the insertion site on this pt; however, the pt did not complain of any discomfort. The device was then heparin locked. On 10/14/96, the device was accessed with a 1-1/2" needle and a blood return of 10cc was obtained and then stopped. An increase in leaking was noted. A dye study was performed and revealed the tip of the device catheter was totally occluded wth dye coming out of the device catheter further up from the device catheter further up from the tip when either of the two device septa were accessed. The facility nurse reported that this is the 2nd time this had occurred in less then two months. The last pt had the device removed and discarded. This report addressed the fcility nurses report of this previous incident. The facility nurse also stated that she sometimes uses 5cc syringes for the heparin lock procedure and also uses 30cc and 50cc syringes for adriamcyin administration. The MFR nurse then discussed syringe size and psi, flushing vs heparin lock procedure, usefulness of dye studies to determine device catheter placement in a one way occlusion, and the use of urokinase for fibrin for fibrin sheaths.

Manufacturer narrative:
The facility nurse has not responded to the MFR requests for additional information concerning this event and the catalog/lot number for this device. As a result, the MFR is unable to perform any further investigation concerning this event. Based on the limited amount of information, and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. The facility will be notified of the MFR review of this incident in writing. No further details are available. The MFR is now closing its file on this event.